Event description:
The account alleged that you can set the brakes form the head end and it would appear that the brakes were set, however the foot end brakes were not holding. No injury reported.

Manufacturer narrative:
The account installed a brake upgrade kit to resolve the issue.